Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable wires were pulled short in the distribution node, damaging the cables connection at connector j702 on the distribution node pca. The root cause for the damage connection was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that the patient using electrode belt (B)(4) was receiving service code 204 (belt/monitor unusable).